Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low troponin t hs (high sensitive) (troponin t hs) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial troponin t hs result was 10.92 ng/l. The erroneous result was reported outside of the laboratory, but was questioned by the physician as the result did not match the patient's previous results and did not match the clinical picture. The sample was repeated with a repeat result 251.6 ng/l. There was no allegation of an adverse event. The troponin t hs reagent lot was 245194 with an expiration date that was not provided. The customer stated that there have been no further issues.

Manufacturer narrative:
Review of qc, calibration, and alarm history gave no indication of an issue. Based on the data provided a pre-analytical issue may have been possible as the customer suspected there was an air bubble on the system they may have missed. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer made the following statement; "we could not see anything wrong before the rerun when we checked the sample. We are suspicious that it might have been an air bubble which we sometimes see on our samples. Usually we are very careful and we check the samples thoroughly but we could have missed it this time."